Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during an unknown surgical procedure the "tip broke off" of an attachment device. According to the report, there was a five minute delay in the surgical procedure as a result. An identical spare device was available, and the surgery was completed successfully. There were no reports of patient injury or adverse events. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the back post and protective foot were drilled into and protective foot was broken off at the drilled location. Therefore, the reported condition was confirmed. Evidence suggests this was due to misuse at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).